Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including heart failure, ischemic heart disease, hypertension, chronic kidney disease, atrial fibrillation, type 2 diabetes, and obesity. Complications reported included patient device interaction problem (thrombus, residual shunt), stroke, cardiac tamponade, pericardial effusion, unexpected medical intervention (pericardiocentesis), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: safety and outcomes of intracardiac versus transesophageal echocardiography for left atrial appendage closure in the very elderly: propensity score matched real-world outcomes from a large us network b2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "safety and outcomes of intracardiac versus transesophageal echocardiography for left atrial appendage closure in the very elderly: propensity score matched real-world outcomes from a large us network", was reviewed. This research article is a retrospective multicenter experience to evaluate early, short-term, and long-term outcomes of intracardiac echocardiography (ice)- versus transesophageal echocardiography (tee)-guided left atrial appendage occlusion (laao) in very elderly patients. The devices included in the study were watchman 2.5, watchman flx, and amplatzer amulet. The article concluded that ice and tee demonstrated comparable safety with respect to mortality, stroke and device-related thrombosis across early, intermediate and long-term follow-up. However, ice was associated with higher rates of device leak at year 1. [The primary and corresponding author was khalid sawalha, department of cardiology, university of massachusetts medical school ¿ baystate, 759 chestnut st, springfield, ma 01199, with corresponding e-mail khalid.sawalhamd@baystatehealth.org.]. This study included patients with atrial fibrillation who underwent percutaneous laao from 01 january 2015 to 01 november 2025. A total of 5826 patients were included in the study, of which an unknown number received an abbott device. The average age was 83 years. The majority gender was male. Comorbidities included heart failure, ischemic heart disease, hypertension, chronic kidney disease, atrial fibrillation, type 2 diabetes, and obesity.